Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-00761, 1627487-2022-00879, 1627487-2022-00880, 1627487-2022-00882. It was reported that the patient's therapy was turning off spontaneously. High impedances were noted. Reprogramming was performed. Still, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively. It was also noted that the patient's quattrode leads had been previously explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts to obtain event information were made but not received.